Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, audible alerts for magnets have occurred on (B)(4) 2015. Audible alerts occurred on (B)(4) 2015 due to magnets followed by audible alerts in (B)(4) of 2016 due to magnet or daily alert repeat.

Event description:
It was reported that the device implantable cardioverter defibrillator (ICD)&#1295;nes constant (no alert tone) many times per day in different places. The patient does not dress any magnetic or emi generator devices. The last time this ICD has emitted the tone the patient was in clinic with doctor near and without any magnet or emi generator devices near. No patient symptoms and/or complications, and the device remains in use. Approximately seven months later, information received indicated that all alerts on the ICD with exception for remote alerts had been disabled. However, the patient reported the ICD started to emit random continuous tone again. Evaluation of data indicated the alerts as inappropriate due to the proximity of unspecified/unknown magnets. The ICD remains in use. No patient complications have been reported as a result of this event.